Event description:
Baxter reported the blue plastic part broke behind the clamp after about 2-10 days use, which occurred three times (dates are unk). According to the nurse, there was no fluid outside the fluid pathway. However, the sale rep, reported that the pt reported a few drops of fluid outside of the transfer set. There was no pt injury or medical intervention associated with this incident according to baxter.